Event description:
Per the clinic, the patient experienced significant head trauma resulting in a skull fracture near the implant site and loss of connection to the internal device. Subsequently, the device was explanted on (B)(6) 2025 and the patient was implanted with a new device during the same surgery.